Manufacturer narrative:
.

Event description:
Additional information was received that the patient underwent generator replacement on (B)(6) 2015. The explanted generator and lead were received on (B)(6) 2015. During the visual analysis what appeared to be a metal staple was observed on the outer silicone tubing. The outer and inner silicone tubes and quadfilar coils appeared to be compressed, in this area. The staple appeared to be from the explant procedure, as the available generator programming history reveals good diagnostic test results. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure and no obvious anomalies were noted. The pulse generator diagnostics were as expected for the programmed parameters. During the product analysis there were no anomalies found with the pulse generator.

Event description:
Additional clinic notes dated (B)(6) 2015 was received indicating that the patient's vns settings were reprogrammed due to patient's complaint of arm jerks. The patient tolerated the changes well and stated that he felt much better and arm jerks have stopped with the changes in settings.

Event description:
It was reported that the patient experienced muscle spasm in the left arm/elbow during vns stimulation. Diagnostic test results were within normal limits. The x-ray results were also normal. It was later reported that patient has being performing physical activity such as splitting and carrying wood and has also gotten into an altercation that might have affected the generator. The patient also reported to manipulating the lead and finds that it improves his symptoms. The patient has also lost 185 lbs and the vns lead is protruding a little due to patient¿s weight loss. The physician was able to isolate the issue to vns stimulation as the muscle spasms stopped when vns was disabled. The arm jerking was reported to be occurring every 3 minutes with vns stimulation. The patient was referred for generator replacement but no known surgical interventions have occurred to date.